Event description:
The patient reported that after the implant the lead came loose. The patient was told by the physician that the lead came loose as the patient moved around after the surgery; however, the patient stated that they felt that if the lead had been installed properly there would not have been a problem. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product. 5086mri45 implantable pacing lead (B)(6) 2013; a2dr01 implantable pulse generator (ipg) (B)(6) 2013. (B)(4).